Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. During the procedure the physician performed a partial recapture and the was was noticed to be deep. A pressure drop occurred and transesophageal echocardiography (tee) confirmed that during deployment, the watchman device had perforated the laa wall. Pericardial effusion was noted at the distal tip of laa. A pericardiocentesis was performed and 1600cc of fluid was removed but the leak was unresolved. Cardiothoracic surgery was performed to close the perforation and multiple units of blood were given. The patient was unable to be administered heparin during the procedure due to previous thrombocytopenia; however angiomax was given. The patient was admitted to the intensive care unit and remains hospitalized.